Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead was noted to be oversensing noise and had high impedance. The lead was initially reprogrammed and then was later replaced. The patient is a participant in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was later reported that the lead was believed to be fractured.